Manufacturer narrative:
Model number: balloon: 72400024, pump: 72404127. Serial number: (B)(4). Catalog number: balloon: 72400024, pump: 72404127. UDI number: (B)(4). Expiration date: balloon: 04/02/2014, pump: 06/15/2011. Manufacture date: balloon: 04/14/2009, pump: 07/01/2009.

Event description:
It was reported that the patient presented recurring incontinence with their artificial urinary sphincter in an office visit. The system was replaced with a 4.0 cm cuff, pump, and 61-70 cm h2o balloon. The patient was doing well with no further intervention needed. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.